Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where during the procedure, the patient experienced a conduction disturbance that was treated with a temporary pacing wire. During system insertion a complete atrioventricular (av) block occurred as the septal position was too close due to inferior vena cava offset (6.6mm). A temporary pacing wire was placed and the final valve deployment position was at annular level. After deployment, there were no conduction disturbances and the baseline rhythm remained unchanged. After the procedure, the temporary lead was removed by the physician and no other pacing was provided. Per medical opinion, the event root cause was the interaction with the membranous septum.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.